Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
It was reported that during testing it was noted that the rollers have bent teeth. There was no harm or delay reported in the event. No adverse event was reported as it relates to this event. Due diligence is completed, and no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: device not returned.

Event description:
No additional event information available.